Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / left lower quadrant pelvic pain(severe and frequent)/left abdominal pelvic pain") and seizure ("seizures") in a (B)(6) -year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) , (B)(6) 2002, (B)(6) 2008), high grade squamous intraepithelial lesion in 2007, pap smear abnormal, esophageal reflux, hypertension, stroke, colposcopy, anemia, depression and (B)(6) infection. Concurrent conditions included obesity, mood swings, allergic reaction to analgesics, alcoholic and cervical pap smear normal. Family history included breast cancer (maternal grandfather), diabetes (mother), heart disease, unspecified (maternal grandfather) and hypertension (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera) since 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy periods / dysmenorrhea (cramping)"), menorrhagia ("painful heavy periods"), breast pain ("bilateral breast pain"), mood swings ("mood swings"), migraine ("migraine headaches"), depression ("depression"), alopecia ("hair loss"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), nausea ("nausea"), pain in extremity ("left forearm pain (severe and frequent)") and abdominal pain ("left abdominal pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/(one removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue and abdominal pain was resolving and the seizure, dysmenorrhoea, menorrhagia, breast pain, mood swings, depression, alopecia, tooth disorder, allergy to metals, nausea and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, seizure and tooth disorder to be related to essure. The reporter commented: there were three trailing coils on the right and two on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. On (B)(6) 2009 hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes./ total bilateral occlusion. In (B)(6) 2016 patient had an ultrasound performed which was negative for any abnormalities most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up from pfs & m.r-case became incident in follow up, lot number received, reporter added, patient historical and concomitant condition added, events added as follows:-headaches, tooth disorder, seizures, allergy to metal, fatigue, nausea, pain in extremity. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain / left lower quadrant pelvic pain(severe and frequent)/left abdominal pelvic pain") and seizure ("seizures") in a 31-year-old female patient who had essure (batch no. 626975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1998, (B)(6) 2002, (B)(6)2008), high grade squamous intraepithelial lesion in 2007, pap smear abnormal, esophageal reflux, hypertension, stroke, colposcopy, anemia, depression and human papilloma virus infection. Concurrent conditions included obesity, mood swings, allergic reaction to analgesics, alcoholic, cervical pap smear normal, fever, eye pain, ear pain, neck pain, neck stiffness and photophobia. Family history included breast cancer (maternal grandfather), diabetes (mother), heart disease, unspecified (maternal grandfather) and hypertension (maternal grandmother). Concomitant products included medroxyprogesterone (depo provera) since 2008 for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, 2 years 7 months after insertion of essure, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful heavy periods / dysmenorrhea (cramping)"), menorrhagia ("painful heavy periods"), breast pain ("bilateral breast pain"), mood swings ("mood swings"), migraine ("migraine headaches"), depression ("depression"), alopecia ("hair loss"), headache ("headaches/head pain"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), nausea ("nausea"), pain in extremity ("left forearm pain (severe and frequent)") and abdominal pain ("left abdominal pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/(one removal of fallopian tube)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue and abdominal pain was resolving and the seizure, dysmenorrhoea, menorrhagia, breast pain, mood swings, depression, alopecia, tooth disorder, allergy to metals, nausea and pain in extremity outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, breast pain, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, nausea, pain in extremity, pelvic pain, seizure and tooth disorder to be related to essure. The reporter commented: there were three trailing coils on the right and two on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.7 kg/sqm. (B)(6) 2009 hysterosalpingogram (hsg) test that confirmed satisfactory placement of both essure coils and full occlusion of both tubes./ total bilateral occlusion. In (B)(6) 2016 patient had an ultrasound performed which was negative for any abnormalities on (B)(6) 2011 patient had undergone for CT of head and impression says no CT evidence of an acute intracranial process. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.